Event description:
Caller reported an error with the continuous glucose monitor labeled as error 42, which had occurred multiple times previously with no reset attempt made by the caller in the last 24 hours. There was no adverse impact to the customer¿s blood glucose level. The corrective action involved the replacement of the pump by technical support, with the customer being instructed on how to handle the faulty pump, including placing it into storage mode and returning it within ten days, while acknowledging the receipt of a pump with updated software.